Manufacturer narrative:
The analysis of the ICD revealed that the ICD was damaged due to a shock delivery into an external short circuit. Based on the damage symptoms of the electrical module as well as the arc-over marks on the ICD housing, the short circuit occurred clearly outside the ICD. The analysis did neither for the lead nor for the ICD reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - pt had box change from a single chamber ICD to this ilesto hft on (B)(6) 2013. Ra and lv ports on the device were plugged (looking to implant lv lead if the patient's health improves). All lead numbers at the change-out were satisfactory (r wave 10.9, threshold 0.6, pacing imp 420 ohm, shock imp 54 ohm). Patient received 3 shocks between (B)(6) 2013 and (B)(6) 2014. After the 3rd shock on (B)(6) 2014 the device could not be interrogated. The doctor decided to explant the device, where the lead was found to have an insulation breach on the rv (hv1) high voltage portion of the lead, proximal to the yolk. It would appear that shock therapy, in combination with the insulation failure, has depleted the battery. No scalpel was used in the can change-out process, so the physician is adamant that it was not cut by him.